Event description:
Sorin group received a report that the pressure readings were not displayed on the control panel of the s5 system when it was powered on to re-establish ECMO after having been powered off by the clinician. It was also reported that the pt died approx 1 day later.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pressure readings were not displayed on the control panel of the s5 system when it was powered on to re-establish ECMO after having been powered off by the clinician. It was also reported that the pt died approx 1 day later. The involved pump was tested by the facility and by a sorin group field service rep and the reported issue could not be reproduced. Add'l communication with the facility indicated that, although they could not see the pressures, the pump functioned. The issue with the pressure display did not prevent them from re-establishing ECMO or cause the pt death. The investigation is ongoing. A f/u report will be sent when the investigation is complete.